Manufacturer narrative:
This cypher drug-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher drug-eluting coronary stent. This is one of two products involved in the same pt reported under mfg numbers 9610978-2007-00316 and 9610978-2007-00317. Additional information will be submitted within thirty days upon receipt.

Event description:
The report from cordis clinical study in another country indicated that a female who received a cypher stent four years prior, died in 2006, after being readmitted for hip luxation. Three months earlier, the pt underwent hip surgery due to hip fracture after sustaining a fall. The pt had a second surgery two weeks later after presenting with pain and functional impotence on the left lower limb. Two months later, the pt was hospitalized for hip luxation and subsequently died. These events were determined to be unrelated to the cordis stent and unrelated to the procedure. However, eight months later, the clinical event committee adjudicated the cause of death as a possible late thrombosis; a cardiac death related to the index procedure.